Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, review of data provided by the customer, a search for similar complaints, and a review of product labeling. Return material was not available. The review of the customer data indicated that the initial and repeat reactive rates are within ranges of the specificity performance listed in the prism (B)(6) package insert. Tracking and trending did not identify an adverse trend for increased reactive rates. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the prism (B)(6) reagent, list number (B)(4), was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive hcv results for multiple patients while using the prism hcv assay. The customer indicated borderline reactive results were initial and repeat reactive but were negative when tested using the inno-lia method. No specific result data was provided. There has been no impact to patient management reported.